Manufacturer narrative:
The hvad is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. No critical battery alarms were uncovered in log file analysis. However, log file analysis showed a premature battery power switching event on the day of the reported event. This event could have been caused by a communication error between controller and battery. No power switching conditions were duplicated in bench testing. The reported critical battery alarm could not be confirmed as reported. The controller passed functional specification. However, it was observed visually that power port connector #1 was slightly loose. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, the manufacturer has an opened internal investigations to evaluate the root cause of loose connectors. The root cause of the reported critical battery alarm was not confirmed during log file analysis. Log file analysis did reveal a power switching event that was most likely caused by a communication error between the controller and battery.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
It was reported by the vad coordinator. Patient came into the emergency department over the weekend and the controller was exchanged per order of the physician. Patient reported that power port #2 was not working and was alarming critical battery. Patient reported to have tried multiple power sources on power port #2 with same issue per vad coordinator. It was reported there were no adverse effect to the patient. No further information available. Investigation is ongoing.